Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The transmitter was provided for investigation and is pending product investigation for results. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2018. No data was provided for evaluation. The transmitter was provided for investigation. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the transmitter failed. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.